Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot#: n784723, implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: adapter. Product ID: neu_unknown_ext, implanted: (B)(6)2013, explanted: (B)(6) 2019, product type: extension. Product ID: 3387s-40m, lot#: v384611, explanted: (B)(6) 2019, product type: lead. Product ID: 3387s-40, lot# v384611, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 64002, serial/lot #: (B)(4), ubd: 05-feb-2022, UDI#: (B)(4); product ID: neu_unknown_ext, ubd: 05-feb-2022, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-aug-2012, UDI#: (B)(4). No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for dystonia and deep brain stimulation (dbs) therapy indications. It was reported that the patient had a skin incision opening. They don't know if any environmental/external/patient factors contributed to the issue. Actions/interventions included a battery explanted and full explant occurred. Infection occurred at battery and at leads and extensions. The lead end was frayed and confirmed by pre-op short circuit. Plastic at lead extension connection was missing on right hemisphere lead. No further complications were reported or anticipated with this event.